Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1200 serial#: (B)(4) description: precision montage MRI ipg sterile kit model#: sc-2408-56 serial#: (B)(4) description: avista MRI perc lead kit, 56 cm model#: sc-4319 lot#: 21972294 description: clik x MRI anchor the explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an epidural hematoma after permanent implantation. Symptom was leg numbness. The cause of hematoma was unknown. The patient underwent an explant procedure.